Event description:
Orig. Surg. 2006. Gentle walking - highest level of activity. Alledgedly the patient showed a good recovery but was then admitted 4 weeks later with the femoral canal filling stem dislocated from the femoral component.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon and user facility. Allegedly the product is being returned for evaluation. This report will be ammended when the investigation has been completed. Event device code is addressed in the package insert. This is the same event as 1043534-2006-00072.